Event description:
Philips received a complaint on the heartstart xl indicating that the battery was not fully charge during self-test. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a battery failure. The root cause of the battery failure could not be determined. The issue was resolved by replacing battery and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.